Event description:
The facility reports that a young male adult was being transferred from a stretcher trolley to a b9 pool hoist. As the hoist was raised, the stretcher tipped causing the boy to fall to the floor. He was taken by paramedics to the hosp, but was later discharged.